Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert was received. Customer continued to charge pump for approximately 30 minutes and customer reset pump. Battery was fully charged and alert was cleared. Customer's blood glucose was 300 mg/dl.